Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm and cartridge alarm (alarm 9) occurred. Customer loaded another cartridge and the altitude alarm reoccurred. Due to the altitude alarm, customer was unable to load another cartridge to address the alarm 9. There was no reported impact to customer's blood glucose. Customer reverted to using manual injections for insulin therapy.